Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range pacing impedance of greater than 3000 ohms. The physician reprogrammed the right ventricular (rv) lead back to bipolar, tested the lead, and found the impedances to be within normal range. The physician then pressed on the pocket near the header of this pacemaker, and was able to duplicate the rv impedances of greater than 3000 ohms. Subsequently, the associated rv lead was surgically abandoned and replaced. The new rv lead was connected to this pacemaker. There were no additional adverse patient effects reported.